Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the insulation of the right ventricular (rv) lead had damaged. The insulation damage was confirmed through visual inspection. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition throughout the procedure.